Event description:
It was reported the patient presented to the clinic and a toe showed intervalvular regurgitation. The valve was explanted due to a tear and replaced with a valve from another manufacturer.